Event description:
It was reported that the ipg site is healed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg site did not heal properly. As a result surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced.